Manufacturer narrative:
Clarification: no patient harm reported. The initial reporting decision was based upon review of the risk file for the reported failure mode. Manufacturing site evaluation: failure description: no product at hand. Investigation no product at hand. Pictorial documentation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: due to the circumstance that no product has been made available, a definitive root cause cannot be established. Rationale: with the lack of information and without a product available for analysis a definitive root cause is impossible to determine. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
Clarification: no patient harm reported. The initial reporting decision was based upon review of the risk file for the reported failure mode.

Manufacturer narrative:
Change in reporting decision: according to investigation report the severity of the applicable failure is listed with a severity of 2 (5). Therefore, this event is no longer deemed reportable.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product 6 craniofix absorbable. Clamp sterile 11mm. According to complaint description it was reported that the named product was inserted on the bone valve of the clamp. When the knot was pushed down with the knot pusher while the handle was being lifted, the knot could not be lowered and could not be fixed. After that, the site was fixed with other 2 pieces of the products in the same lot, and the operation was completed. No infection was reported. There was no patient harm. Additional information was not provided nor available. The adverse malfunction is filed under (B)(4).